Event description:
Customer reports to have high blood glucose of 487 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that infusion set had air bubble. Customer was assisted in delivering 5 units fixed prime into air to release air bubbles. Customer declined to troubleshoot for occlusion and for programming. After troubleshooting, customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.